Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "error 110" was reproduced at power up. A review of the event history log revealed system error 110 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be motor. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 110"pic counts per cam error¿. This occurred during test infusion in the biomed service department. There was no patient involvement. No additional information is available.